Event description:
(B)(6) advia centaur xp hav total results were obtained on two patient samples during a correlation study. The samples were repeated on the second lot and the results were (B)(6). There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the (B)(6) advia centaur xp hav total result.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hav total result is unknown. Quality controls are within acceptable range. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required. The instructions for use (IFU) states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6)."